Event description:
Per the prep nurse, when using a ql38 syringe with the 29mm xt/nf+, upon receiving the system's post valve deployment, there was 3-4cc of air within the barrel was noted, and this was reported as unusual "not the regular bubble of air". There was successful deployment of the 29mm xt valves in both cases. The physicians pulled back to negative pressure and locked the syringes and then the devices were removed from the patient. The prep nurse noticed that there was more air in the barrel of the syringe than when she handed it off to the physicians. No adverse events are associated with this incident.